Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient sustained a head trauma and subsequent loss of the abutment. Subsequently on (B)(6) 2015, the patient was administered general anesthesia to facilitate placement of a new abutment. The implanted device remains.